Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using large flexnav delivery system. During procedure, after pre-implantation balloon-aortic valvuloplasty (pre-bav) the patient started having rhythm issues and the physician attempted to implant the valve and the non-coronary cusp (ncc) was too deep and the left was too shallow, there was a very large bulk of calcium in the left ventricular outflow tract (lvot) coming from the right coronary cusp (rcc). They re-sheathed the valve two times and then pulled the system out of the annulus into the ascending to give the patient a break. Then the physician wanted to recross the annulus with the system, but could not cross, attempted several times but it was unsuccessful. There was no issues noted on the valve. A new system was prepared, successfully completed the case and implanted a valve. The valve was implanted at a depth of 4mm at non-coronary cusp and 4mm at left coronary cusp. After that, when the physician attempted to remove the safari xs wire from the system it was stuck. They removed the system out with the wire. When the system and the wire were out of the body, they inspected the wire in the system and it would advance but when pulled back got stuck in the guidewire lumen right at the retainer tab receptible area. The patient was in a complete heart block after the procedure and a permanent pacemaker was implanted. The patient was reported stable.